Manufacturer narrative:
Analysis of the catheter revealed significant twisting of the catheter body that may have affected infusion. The previously applied method code, results code, and conclusion code remain applicable to the pump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, partially explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving gablofen with concentration 500 mcg/ml via an implantable pump for intractable spasticity. The dose rate of gablofen was not documented / was unable to be obtained. It was reported that during a routine refill, a physician removed 40 ccof drug versus the amount expected. Regarding environmental/ external/patient factors that may have led or contributed to the issue, it was noted that the patient was flipping their pump. At a (B)(6) 2019 refill, preservative free (pf) saline was put in pump and the patient was scheduled for pump exploration on (B)(6) 2019. The catheter was found to be occluded. The twisted/occluded portion was replaced with a pump segment of catheter. It was further noted that a 50.5 cm the portion of occluded catheter was removed. The remaining catheter was aspirated (3 cc of cerebrospinal fluid). The explanted portion of catheter was to be returned to the manufacturer for analysis. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history was indicated as having been requested but would not be made available. No further patient complications have been reported as a result of this event.